Event description:
The customer reported low trfn (transferrin), ld (lactate dehydrogenase) and crp (c-reactive protein) patient results and suppressed errors flags for ast (aspartate aminotransferase), alt (alanine aminotransferase) and fe (iron) involving the unicel dxc 800 synchron system. The customer reanalyzed the patient samples on an alternate analyzer and recovered higher alt, ast and ld results. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting. The customer noted the reagent probe syringe not fully engaged to the reagent syringe 3-way valve and air bubbles in the reagent syringe assembly. The customer was instructed to tighten all syringe fittings and prime the instrument. The customer was able to remove air bubbles from the reagent syringe and resolved the issue. Quality control (qc) was within the acceptable range prior to and after the event with the exception of crp. No erroneous patient results were released out of the laboratory. There was no patient consequence associated with this event. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. (B)(4).